Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that even after replacing the battery, the battery pressure indicator still appears. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
One device was returned for repair. No physical damage was found on the device. Service history review identified no indication that the complaint was related to a service of the device within the view period. Review of error log confirmed that there was a record of error code 1261 and 1210. Visual and functional testing was performed, and the reported problem was replicated. There was a possible defective main board. Returned unrepaired device to the customer at customer's request.